Event description:
The reporter did meter to lab comparison tests, within 10 minutes, using separate finger sticks. Reporter's meter test (capillary) was 120mg/dl, and the venous lab test result was 170mg/dl. Reporter did not have any symptoms. A control solution test was in range, 128 (101-151). No harm was alleged.